Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the united states indicating that the attachment will not lock on the device. It is known the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.